Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a partial lead was returned. The proximal insulation was abraded at 5.2 cm from the connector pin which exposed the proximal coil and resulted in a sensing anomaly. The damage sustained was a result of physiological factors (i.e. Rib-clavicle crush).

Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was explanted and replaced.